Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer ordered a replacement power pca, which indicates a power pca failure. There was no report of patient involvement.

Manufacturer narrative:
The device was not evaluated. It was confirmed that this was a parts order only and there was no malfunction of the device.

Event description:
The customer ordered a replacement power pca, which indicates a power pca failure. There was no report of patient involvement.